Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the bg meter read ¿high¿. The customer addressed bg level by drinking water. A recommendation was made for the customer to discuss elevated bg with the healthcare provider.